Event description:
A dialysis facility reported that there was excessive fluid removal from a pt during a hemodialysis treatment. The pt c/o cramps towards the end of treatment. The pt was given a total of 1,200 ml of saline. There was no serious injury or illness. Based on the reported weights, saline given and what the machine had indicated was removed, there was a weight loss variance of approximately 2.9 kg. A fluid leak was found on the floor when the machine was pulled for eval.